Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the lifevest due to the lifevest being too tight. The rash was described as "skin tears". The patient's nurse reported that they were "treating" the area. The exact treatment was not reported. Additionally, the patient's garments were adjusted so that they were no longer sitting on the rash. Follow-up indicated that the rash had healed.